Event description:
Information received indicates that pump states infused, but zero is delivered during testing.

Manufacturer narrative:
Investigation found that pump's preventative maintenance date was past due on (B)(4) 2011. An impact also causes platen to bent aside and door switch's screw came loose. These causes pump to alarm door open when in operation and fail volumetric accuracy tests. Platen was replaced and door switch's screw was tighten to resolve the issues.